Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). H3: 81 other -the suspect device has not been return for investigation. Vyaire shipped new power board under warranty. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical the the bellavista1000 ventilator on/off dialogue box is appearing intermittently on the display automatically without pressing on/off button. Customer cleaned the power board but problem persist. No patient involvement.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation. Root cause was determined due to defective power board electronics. As a resolution, vyaire ts sent request to cs team for shipping a new power board under warranty.